Event description:
The following information was received through literature ¿outcomes of covered stents versus bare-metal stents for subclavian artery occlusive disease,¿ frontiers in cardiovascular medicine, 10, p. 1194043. This was a retrospective analysis of (B)(4) predominantly male patients who underwent stenting for de-novo arteriosclerotic occlusive disease of the left sca from (B)(6) 2014 through (B)(6) 2020. The aim of this study was to compare the outcomes in patients with symptomatic subclavian artery severe stenosis or total occlusion who underwent endovascular management through bare metal stents (bmss) ((B)(4) patients) and covered stents (css) ((B)(4) patients). (B)(6) (viabahn, wl gore and associates) was accurately deployed to cover the lesion. Post-deployment balloon dilatation was performed. The primary patency was (B)(4) ((B)(4)) in the covered stent group. There were (B)(4) in (B)(6) group of hematoma at the puncture site within 30 days after operation. There was no stroke, major cardiac event, death, dialysis, wound infection and artery rupture in both groups. In the (B)(6) group, restenosis occurred in (B)(4) patients ((B)(4)). One patient developed in-stent stenosis 18 months after the operation, and the other two patients developed in-stent occlusion 24 months after the operation. However, the (B)(4) patients were asymptomatic and were treated conservatively.

Manufacturer narrative:
H3: other-due to an unknown lot/serial number and no device return, an investigation could not be performed. H6: c20-neither clinical images enabling direct assessment of product performance, nor the product was returned for evaluation. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The reported complication represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors, including intraprocedural technical considerations, post-operative follow up and treatment regimen, patient-related risk factors and disease progression. Per IFU of gore® viabahn® endoprosthesis with heparin bioactive surface, complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.